Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: part: 04.168.285s. Lot: l851951. Manufacturing site: (B)(4). Release to warehouse date: 13.apr.2018. Expiry date: 01.apr.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was implanted with femoral neck system (fns) about one year ago (on an unknown date). On (B)(6) 2020, the patient underwent the re-operation due to femoral head necrosis where the fns implants were removed and bipolar hip arthroplasty (bha) was performed. There was surgical delay of ten (10) minutes due to difficulty in removing locking screw. Per surgeon the cause of difficult to remove the screw was due to patient's bone quality, detention period and load on the screw. The re-operation was successfully completed. No further information is available. Concomitant devices reported: pl 1-ho f/fem neck syst tan (part # 04.168.000s, lot # 4l16910, quantity 1); antirotscr f/fem neck syst f/construct l (part # 04.168.485s, lot # l769354, quantity 1); lockscr ø5 self-tap l38 tan (part # 412.213s, lot # l769354, quantity 1); this report captures the post-operative removal of the implants due to femoral necrosis while related complaint (B)(4) reports the difficulty of removing the screw intraoperatively. This report is for one (1) bolt for femoral neck system 85mm length-sterile. This is report 2 of 4 for (B)(4).